Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 302843, expiration date 01/31/2012). (B)(6).

Event description:
Caller states patient received results of 154 mg/dl on aviva system 1 and 74 mg/dl on aviva system 2 within 10 minutes. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.